Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occured. The 100% stenotic lesion with calcification was located in the moderately tortuous superficial femoral artery. The physician advanced the 6.0x60/80mm sterling otw balloon catheter to the lesion and inflated the balloon to 10atms on the first inflation and 12atms on the second inflation. On the third inflation, the balloon was inflated to 14atms and ruptured. The procedure was successfully completed with this balloon. There were no patient complications. Patient's status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.